Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call would not work. The bed was located in the emergency unit at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account found the head side rail nurse call membrane were the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. It is unk if the facility performs preventative maintenance on their beds. The account will be shipped the membranes to resolve the issue. Based on this info, no further action is required.